Manufacturer narrative:
H10: the remote service engineer (rse) noted that the device was not repaired, as it is considered end of life. No further actions were performed by philips, and the record was closed. Philips no longer support accessories, supplies, upgrades, and repair support parts associated with the bipap focus. The end of support date for bipap focus ventilator is 31st december 2019. H11: d4 - product UDI.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the bipap focus ventilator had a system error; the device also shut down after being powered on. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.